Event description:
The customer reported to customer service that she has exposed wires on her pump in style advanced breast pump transformer. Upon receipt of the customer's transformer at medela, it was noted by the service ctr that the transformer was breached, which is a safety risk.

Manufacturer narrative:
A replacement was sent to the customer. Product evaluation: evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed exposed wires. Resistance across the dc plug was measured as 0.9 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades was measured open, which indicates that the thermal fuse is blown. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping., handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double staking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.